Event description:
Clinical patient #(B)(6) was implanted with elevate on (B)(6) 2009. On (B)(6) 2010, the pt presented with "fibrous capsule formation-shrinkage of apical area leading to dyspareunia." The physician determined the event is related to the device. No medical intervention. Event status: continuing.